Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue occurred, but problem had already resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer switched from original charging cable to different cable, after which pump began charging, and technical support advised against using non-recommended charging supplies, arranged shipment of replacement tandem charging cable, and no further assistance was required.